Event description:
Healthcare professional reported left side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the device was broken shell and missing shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified broken smooth. Based on the device analysis the final assessment is: a smooth edge broken in the side radius assessed as smooth opening. Missing shell assessed as inconclusive. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.